Event description:
A customer reported a malfunction on their pump with no notable events occurring prior to the issue. The impact on the customer's blood glucose level was unknown. The customer was assisted in resetting the pump by technical support, and the malfunction code did not recur afterward. The customer was informed that they could continue using the pump and to contact support again if the issue recurred, which they acknowledged.